Manufacturer narrative:
H3, h6. It was reported that right hip revision surgery was performed due to a local tissue reaction, elevated metal ions, and possible femoral osteolysis. During the revision, the hemi head and sleeve were explanted. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup, and this failure will continue to be monitored. Similar complaints have been identified for the head, and this will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The pain, elevated metal ions, intraoperative findings of atrophic gluteus medius fibers, dark fluid and black stained tissue, solid adverse local tissue, a very minimal streak of metal debris on the trunnion, trochanter with loosely attached abductors and cavitary defect along the inside of the greater trochanter, as well as the pathological findings may be consistent with findings associated with metal debris. However, the root cause of the reported clinical findings cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The impact beyond the reported revision cannot be determined. However, seven months post revision, it was documented the patient was reported to be happy with his right hip. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The bhr cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and stem. Similar complaints have been identified for the bhr cup. This will continue to be monitored. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. No concessions would have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided of elevated metal ions, dark fluid, black stained tissue and solid adverse local tissue may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that, after a bhr tha right hip construct had been implanted on (B)(6) 2008, the plaintiff experienced a local tissue reaction, elevated metal ions, and possible femoral osteolysis. A revision surgery was performed on (B)(6) 2020 to treat these adverse events. During surgery, dark fluid and black stained tissue was found. A linear rent in the peritrochanteric bone leading to a cavitary defect along the inside of the greater trochanter was also found. A complete synovectomy, proximal bone grafting and abductor repair were performed. The hemi head and the head sleeve were explanted from the plaintiff. The patient outcome is unknown.